Event description:
Related manufacturer reference number: 2017865-2020-25246; 2017865-2020-25248; 2017865-2020-25249. It was reported that a device erosion of 2 mm and infection was observed. The system was explanted and replaced (B)(6) 2020. The patient was discharged following the procedure. Further information suggests the patient had a replacement non abbott device (B)(6) 2020 and passed away (B)(6) 2020 in his sleep. The patient was in a long term facility.

Manufacturer narrative:
Analysis was normal, no anomalies were noted.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been "jan 19, 2021" instead of "jan 23, 2021" for the supplemental for analysis completion submitted on jan 28, 2021 correction: h6 conclusion should be "4310 - cause cannot be traced to device" instead of "67 - no problem detected" additional information; updated health effect -code h6 - 4625 - additional surgery.